Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported went over delivery, tracking, the whole compartment came off and unable to put in a new battery since the compartment was damaged. No harm requiring medical intervention was reported. Troubleshooting was performed and unresolved. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test(0.08685). No unexpected motor alarms or motor anomalies were noted during testing. Test p-cap locked into the reservoir tube successfully. Pump successfully downloaded to thump software. Successfully uploaded files on carelink. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. Pump delivered 41.875 u of bolus on march 13, 2024. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, and motor. The following were noted during visual inspection: broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails and label damage (stained and faded). In conclusion, possible over delivery was not confirmed during testing or in the history files. Pump passed full drive test. Cosmetic damage was confirmed with when broken battery tube threads, cracked case corner of belt clip rails and cracked battery tube case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.